Event description:
It was reported that two infusion sets deployed incorrectly, resulting in loss of use and a need for replacement infusion sets for the ilet system. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and an analysis of the information provided. Investigation of this case revealed no device problem found, while a usage problem was identified involving incorrect deployment of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.